Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the images could not be stored in the system. Review of the log file showed malfunctioning ip-pc. The rse suggested the customer to delete archived patients records and recreate the patient database. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that system could not store acquisition images. System was in clinical use. No harm has been reported to philips. The fse suggested to biomed to delete archived patients and recreate patient database, the system is back to work after deleting old exams. Philips has started an investigation of this complaint.